Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.